Event description:
It was reported that a dysfunction was noted in foley catheters on (B)(6) 2023. The user required them during transurethral resection of the prostate surgery. When testing two of the foley catheters, before introducing them to the patient, the user noticed the dysfunction of the fixation balloon filling and emptying system. During the same maneuver with a third probe, there seemed to be no failure, but when trying to deflate the fixation balloon with the probe already inserted in the patient, it was not possible after trying for approximately 10 minutes. The user did not succeed, so they cut the filling and emptying system, managing to deflate the balloon and remove the foley catheter. The user sent the photographic evidence of the two foley catheters with the inflated balloon that was tested prior placement and the third device which was cut after being placed into patient. Per follow-up information received from ibc on 01-feb-2023, stated that there was no harm to the patient. The device was removed by cutting the infuse (inflating) channel, and by replacing it by another device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event is inconclusive-poor sample condition due to 1 of returned foley catheter has been cut at the inflation funnel and full investigation could not be performed. A potential root cause for this failure mode could be thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft. Sample has been evaluated and observed no abnormalities. The device did not fail to meet relevant specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile: unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not desterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a dysfunction was noted in foley catheters on (B)(6) 2023. The user required them during transurethral resection of the prostate surgery. When testing two of the foley catheters, before introducing them to the patient, the user noticed the dysfunction of the fixation balloon filling and emptying system. During the same maneuver with a third probe, there seemed to be no failure, but when trying to deflate the fixation balloon with the probe already inserted in the patient, it was not possible after trying for approximately 10 minutes. The user did not succeed, so they cut the filling and emptying system, managing to deflate the balloon and remove the foley catheter. The user sent the photographic evidence of the two foley catheters with the inflated balloon that was tested prior placement and the third device which was cut after being placed into patient. Per follow-up information received from ibc on 01-feb-2023, stated that there was no harm to the patient. The device was removed by cutting the infuse (inflating) channel, and by replacing it by another device.